Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had been implanted too high and was hitting the patient¿s collar bone. A pocket revision was done where the device was moved and sutured down to prevent migration. The device remains in use. No patient complications have been reported as a result of this event.